Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion test and self test. No pump errors 79, 28, 63 or 2 occurred during testing. However, pump error 63 alarm (variableinfo=c) in the pump history file due to a hardware error.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer stated that the middle of the night she had a failed battery alarm so she had to change battery. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion test and self test. No insulin pump errors occurred during testing. However, pump error alarm (variableinfo=09) in the insulin pump history file due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.